Manufacturer narrative:
Device was returned for analysis. This carotid device is recommended for use with a 0.014 inch guidewire. During the product analysis, a boston scientific 0.014 inch filterwire was successfully inserted through this device with no resistance experienced. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified a complete separation of the outer shaft located at the guidewire port. This type of damage is consistent with excessive force being applied to the device. The device was returned with the stent fully mounted on the delivery system.

Event description:
Reportable based on device analysis completed on 26-aug-2019, it was reported that obstruction within device occurred. The target lesion was located in the carotid artery. A 6.0-22 carotid wallstent stent was advanced for treatment. However, during procedure, it was noted that there was a blockage in the stent rapid exchange hole. The physician attempted to advance the stent many times and even bend the stent rapid exchange place but the protective guidewire still could not pass through the stent. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed shaft detached.